Manufacturer narrative:
Complainant unable to provide details regarding device part number/lot number as they indicated that the vial has already been discarded. Pending product return for identification.

Event description:
Per complaint (B)(4), while placing the implant, the hex broke off. Per the complaint, the procedure was completed within the same visit and there was no adverse patient impact.

Manufacturer narrative:
Follow-up submitted to report device evaluation.